Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer, the device failed a test step relating to the primary and secondary audible alarms. The service technician states that during the evaluation, the unit powered on and the speakers noticeably did not work, confirming the test failure. The service technician tried replacing the speaker kit and reassembled the device and the speakers still did not work. It was determined that the front panel printed circuit assembly (pca) board was faulty and needs to be replaced to resolve the issue. Additionally, the base enclosure is cracked and needs to be replaced. The front case enclosure has physical damage and needs to be replaced. The device failed an o2 low flow test due to a misaligned gray removeable foam during evaluation. The foam was readjusted and passed testing. Additionally, the seam gasket, rubber feet, front and rear enclosure, enclosure gap, and handle need to be replaced. A repair quote was sent to the customer and is awaiting approval in order to proceed with the repair.